Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump alarmed hardware low level failures. The customer¿s blood glucose value was 9.6 mmol/l. The customer was reported that they were able to clear the alarm and able to rewind the insulin pump. The customer stated that the insulin pump did not passed self test and had rewind anomaly. The customer was reported that piston was making a strange sound when customer was rewinding the insulin pump. The customer was advised to replace the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed the rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Pump rewound properly during rewind sequence. No rewind anomaly noted during testing. Hardware low level failures was confirmed in the formatted history file due to a cold or cracked solder joint found on pin 6 of the ambient light sensor.